Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111627 - the dentist reported that almost 2 months after the dental implant was installed in intraoral region# 30 it was verified its non-osseointegration. Immediate load was not executed and the patient presented bone type ii.